Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, there was placement difficulty with the right atrial (ra) lead. The physician complained that the lead was not transferring torque gradually to extend the helix, and the helix was popping out. The lead was placed and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.